Event description:
A patient reported experiencing a fainting attack while using a one touch ultra meter. Patient tests bg 3 times a day on the ot meter. In 2001, patient's fasting bg was reportedly "ok". Patient took their morning dose of insulin and ate breakfast. Patient passed out after breakfast for 10-15 seconds and bruised their forehead. Paramedics were called and found their bg to be reportedly normal. Patient refused to be transferred to hospital. Patient has later compared ot meter to laboratory results and found a difference of 100-200 between the two, with the ot meter being lower. No further information available.